Event description:
Child of home pt (hp) reported the pt line of the homechoice set accidentally became disconnected from the transfer set during treatment phase drain 4 of 4 and the device alarmed system error 2240. Hp stopped treatment at time of 2240 alarm. There was neither pt injury nor medical intervention associated with this incident per hp.